Event description:
Infant with upper arm PICC in place. Noted by nurse to have oozing at PICC site. Upon changing the dressing, skin tear and burn noted at top of biopatch area. Dressing and biopatch removed and piv placed until new central access could be achieved. FDA safety report ID# (B)(4).